Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric procedure, thirty minutes into the surgery, on the reinforcement of the stapling line in the stomach, the thread broke and fell into the cavity of the patient. The rest of the thread and needle of the suture were recovered with laparoscopic needle holder. The surgical time was extended by thirty minutes or more due to the product problem. They provided another suture head and the result was the same. They finally cut the four strands that they evaluated. They re sutured the stainless reinforcement line to complete the case.